Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Section missing from the tip of the tampon [device breakage]. Case narrative: consumer reported via e-mail that there is a section missing from the tampon. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Section missing from the tip of the tampon [device breakage]. Case narrative: consumer reported via e-mail that there is a section missing from the tampon. No injury reported.